Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and reported that the infusion set would be changed. Customers blood glucose level was in the 300's. Ultimately, the customer reverted to an alternate source of insulin delivery.